Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the device had not functioned properly since it was implanted . Patient stated they had an x ray and it was decided that something wasn't connected and they were going to do a surgery to correct it. Patient had some problems so they had to cancel the surgery and patient ended up in a rehab situation. Patient noted they saw a physician's assistant and they turned the stimulator back on. Patient was assigned to a new healthcare provider and patient was trying to get another appointment with the healthcare provider but they canceled the appointment because they had a conference to go to and it would be 6 weeks later before they could get in. Patient said they believe an appointment was tentatively scheduled for august. Patient wanted to know if [manufacturer] could reach out to the clinic on their behalf and try to influence the appointment. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. Agent emailed patient physician listings.